Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited high pacing impedance and high capture threshold. The patient experienced cardiac arrest and had to be intubated.

Manufacturer narrative:
Related report number: 2017865-2024-64811.

Event description:
Additional information received noted that the lead was explanted on (B)(6) 2024.